Event description:
The meter had segments missing. No readings are reported. The family member did not report any medical treatment following the attempted use of the meter. However it is noted that the patient did recieve insulin from a medical professional. There were no supplies available for the customer service rep to complete troubleshooting. The patient neither alleged harm nor experienced injury. Based on the information supplied by the patient, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.